Event description:
Body temperature elevated, blood pressure elevated, went up and then came down. Must keep taking clonidine to maintain blood pressure. Body weight went up to 178 16's and then came down to 138 slowly after being paralyzed by vaccine. Left myself very tired for 6 months. Later, survived this losing my life after loss of 8 to ten immune systems. Guaifenesin liq. 100 mg/5'm 10 ndc (B) (4) ear cleaning of wax in both cars left me dizzy. Dose or amount: 0.5' m.l; frequency: single; route: #1 and #2: needle. Dates of use: (B) (6) 2009. Diagnosis or reason for use: swine flu, h1n1, pneumonia. Event abated after stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes. (B) (4)